Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. On an ess activl surgeon survery (reporting during the time frame 1feb2020 to 31jan202), there was an issue with ae-qas-sp44 - collect.no.qas spine spinal motion. According to the complaint description, the implant has issues with the function. The surgeon had concerns regarding the size of her disc space and he used the smallest possible implant. The total disc replacement (tdr) is not functioning postoperatively and she has continued pain. She did not undergone revision procedure but have discussed the possibility that this will be converted to fusion. Additional information was not provided. Additional patient information is not available. The adverse event is filed under (B)(4) reference (B)(4).